Event description:
Olympus was informed that during a therapeutic hysterectomy, the user experienced difficulty passing the biopsy forceps into the sheath, and metal shavings were said to have fallen into an unidentified area of the pt's anatomy. The metal shavings were reportedly left in the pt. The pt required further surgery, but it is unk if it is related to the reported event. The current condition of the pt is unk.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional info regarding the report and was provided limited info. The user facility reported that the subject device had been removed from of service and isolated in the sterile processing department. The pt reportedly required further surgery, but it is unk if it is related to the reported event. The current condition of the pt is unk. The subject device has not yet been returned to olympus for evaluation; however, an olympus representative visited the user facility to inspect the condition of the subject device. At the time of the examination performed by the olympus representative, the shaft of the device visibly was bent and there was evidence of wear and tear on the device. The exact cause of the user's experience could not be conclusively determined but user physical damage to the device and user could not be ruled out as a contributory factors to the reported event. If additional info is received at a later date, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution.